Event description:
Call transferred from (B)(4). Spoke with pt¿s wife and pt who reports that ms3 pump, sn (B)(4), was alarming this morning at 3:30am. She further explained that the screen said ¿checking tubing or site for blockage¿ and upon inspection, they did not see any and ended up redoing their cartridge change and switching pump. No problems at the moment. Pump replaced. No other information available. Did this reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? Please explain. No. Is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by patient/caregiver. Strength: 2.5 mg/ml. Dose or amount: 26.5 ng/kg/min, frequency: continuous, route: sq. Date of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.